Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge compressor temperature was very high. A field service engineer (fse) found that the fridge which didn't have any medication in it yet, was observed to have a temperature of 34 degrees celsius. Upon removing the lower panel below the door, it was found that the compartment, especially around the compressor, was very hot. The fse replaced the condenser fan, reassembled the fridge, turned it on and the temperature was found to be 20.3 degrees. The fse advised the customer to check the fridge and if it was under 8 degrees it is working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the fridge compressor temperature was very high. The customer stated that this malfunction may cause a delay if the fridge temperature is not normal. However, there were no adverse events or injuries reported due to this event.